Event description:
The customer reported being hospitalized for hypoglycemia. Troubleshooting was performed. The customer stated that the day of the event her blood glucose was 89mg/dl, and she had blood drawn at doctor's office. The customer stated that when she got home the nurse from the doctor's office called to inform her that the blood glucose reading was 43mg/dl. Simultaneously, paramedics were called and then the customer was admitted in the hospital. The customer stated that the insulin pump was removed upon her arrival and since then the customer had not used the device. The battery was changed and the customer was not able to read the settings properly. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.